Event description:
It was reported that a patient was referred for possible full revision surgery due to high impedance on the patient's device. The device was disabled in response to the high impedance. The patient and her mother decided against revision surgery because of the risk of scar tissue vs. Vns benefit.